Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'constant air in line message.' Was not reproduced. A review of the event history log (ehl) revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed constant air in line. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.